Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for magnetic resonance imaging (MRI) scan. Upon interrogation prior to MRI scan, multiple automatic mode switch (ams) episodes due to noise on the right atrial lead was noted. No intervention was performed, and the lead remains implanted. The patient was in stable condition and will continue to be monitored.